Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially complained of discrepant results for 3 patient samples tested for elecsys ft4 ii (ft4 ii), elecsys tsh (tsh) and/or elecsys ferritin (ferritin) on a cobas e801 module. Patient 1 initial ft4 ii result was 43.7 pmol/l. The repeat result was 19.2 mmol/l. The initial tsh result was 3.82 (units not provided). The repeat result was 8.66. Patient 2 initial ferritin result was 16.6 (units not provided). The repeat result was 128. Patient 3 initial ft4 ii result was 44 pmol/l. The repeat on the other line was 14 pmol/l. The initial tsh result was 4.36. The repeat result was 7.38. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The customer stated the sample syringe looked cloudy. Preventive maintenance was last done 6 months ago. The field service engineer (fse) visited the customer site and performed decontamination procedures. Following the service visit the customer repeated approximately 23 patient samples and identified discrepant results for 2 more patient samples tested for ft4 ii and ferritin: patient 4 initial ft4 ii result was 43.0 pmol/l. The repeat was 17.6 pmol/l. Patient 5 initial ferritin result was 141. The repeat result was 224. These results occurred after a procell short alarm on channel 2 of the module. Software detected that the procell solution was empty suggesting the erroneous results occurred when changing the solution to channel 1 from channel 2. The fse returned to the customer site and found more contamination in sipper tubes between the syringes and the pinch valve block. This was decontaminated and cleaned out thoroughly. The procell line was visually inspected following the first decontamination procedure and there were traces of contamination in some of the tubes. The fse decontaminated this area again and verified that it was free of contamination. Following this visit, the customer complained of an additional discrepant result for another patient tested for ft4 ii: patient 6 initial ft4 ii result was 47.9 pmol/l. The repeat on the other line was 18.1 mmol/l. The site has been monitoring this issue and the erroneous result was not reported outside of the laboratory. Investigations are ongoing.

Manufacturer narrative:
The field service engineer observed contamination on the procell flowpath of the customer's e801 and performed a decontamination. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.